Manufacturer narrative:
This report is being submitted as follow up no. 3 to update device evaluated by manufacturer, and to provide the completed investigation results. One 6f angio-seal vip hemostasis sheath was returned for evaluation. The plastic pouch with labeling was returned as well. There were broken pieces of the hemostasis sheath visible on the various locations on the plastic pouch. The carrier tube hub was separated from the greater length of the tube. There was a yellow discoloration observed on the sheath. The returned pieces of the hemostasis tube was checked for maneuverability and they shattered upon application of minor force.the sheath tubing cracked in multiple locations distal to the hemostasis hub. The damage was consistent with exposure to ultraviolet light and subsequent material degradation. No other visual anomalies were noted. The angio-seal labeling for vip was reviewed and the symbols on label on each device caution the user to keep the device away from sunlight and uv light. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely the actual device was exposed to uv light and similar uv light sources such as the pixis system mentioned in the reported event. However, the exact caused of the reported event cannot be definitively determined.

Manufacturer narrative:
Implanted date: device was not implanted, explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the sheath on the angio-seal device shattered. There was no patient injury and the product was not used. The patient was reported to be in stable condition. The procedure outcome was good. Another angio-seal device was used.

Manufacturer narrative:
A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second device out four that was used on the reported patient. See MDR report no. 3013394970-2018-00654 for the first device used on the same patient. See MDR report no. 3013394970-2018-00656 for the third device used on the same patient. See MDR report no. 3013394970-2018-00657 for the fourth device used on the same patient.

Event description:
Additional information was received on 10/6/18: a perclose was used to close the patient after subsequent angio-seal failures. The angio-seal device was exposed to an ultra violet light in the pixis system for a prolong period of time. Additional information was received on 10/8/18. The procedure that was being performed was a cfa (common femoral artery) access for ix coronary. The procedure was successful. There was no patient harm. There was a 6fr procedure sheath used.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.